Event description:
The manufacturer received an allegation that a device was returned from service after foam remediation but there was still evidence of particulate in the air path. The device was not in patient use. The device was evaluated by the manufacturer's product investigation laboratory (pil) and the customer's complaint was confirmed. There were no signs of contaminates entering the flow path from outside the device. The pil opened the unit and found signs of foam residue around rear enclosure flow path ledge. This residue was covered up by the flow path plastic keeping it out of the flow path. The pil did observe dust particles in the blower bellow.

Manufacturer narrative:
The manufacturer previously reported receiving an allegation that a device was returned from service after foam remediation but there was still evidence of particulate in the air path. The device was not in patient use. Section d8, d9 and h3 section has been updated/corrected in this report.